Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: returned prowater guidewire was found its distal end approximately 15mm was wavily deformed, coil was very slightly stretched between 15-25mm, and these area was bent sideward, however no coil elongation was observed, no breakage was confirmed with the guidewire. The deformation and the resistance of the guidewire is inferred to be due to the severe anatomical condition of the heavily calcified lesion where guidewire crossing was supposedly repeated so that pushing, abrasive and pulling-back force is supposed to be given to the guidewire.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with heavy tortuosity and heavy calcification, a prowater guide wire was advanced to the lesion; however, resistance was felt with the patient anatomy during positioning of the guide wire in the vessel. The prowater guide wire was withdrawn, resistance was felt with the patient anatomy during removal and the coils were elongated/stretched. Reportedly, the tip did not separate and the core of the guide wire remained intact. A new prowater guide wire and a non-abbott guide wire were used successfully for the procedure. A 2.5x15 mm rx xience alpine stent was implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. Patient outcome was good. No additional information was provided.